Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Upon removing the trial poly in order to implant the final insert, the doctor found the tibial baseplate was loose. He removed it and was concerned that no cement had bonded to the back of the baseplate. It should be noted that there was difficulty in inserting the trial poly to the tibial tray while the cement was curing, so the possibility of micromotion between the tibia and the cement was discussed.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. With the information provided, the root cause of the intra-operative cement adhesion complications cannot be definitively determined. (B)(4) has been undertaken to investigate further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.